Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a battery change on (B)(6) 2016 for normal battery depletion. However, during the replacement the healthcare provider (hcp) found that one of the leads was broken. The broken lead was corrected a the time of surgery. The patient recovered completely and no patient symptoms were reported. Indication for implant is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.